Event description:
Reportedly, the device was removed on (B)(6), 2014 due to infection.

Event description:
Reportedlly, the device was removed on (B)(6) 2014 due to infection.

Manufacturer narrative:
(B)(4).